Event description:
Patient #872 presented with a broken distal apifix screw and a decision was made to replace that screw with a new screw and l1. Interoperatively, it was discovered that the mid-c device was also broken. It was also replaced with a new 125mm device. The proximal poly screwws were left in place and only the set screws were replaced.